Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 health effect - clinical code - e0207 delirium

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient had a cgm inaccuracy, however, no specific cgm or bg meter readings were reported. The patient was delirious. The patient was treated by a friend with juice as treatment. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, clarified information was provided. It was clarified that the patient experienced an unspecified malfunction. On approximately 08/31/2025, the patient was driving home from an event when he began to feel delirious, low, and like he was "drunk". The patient was unable to recall what his cgm was displaying at this time. The patient's wife called a friend to drive them home. Once at home, the patient's friend gave the patient a glass of juice as treatment. There was still no documentation of what the patient's cgm value was. There was no documentation of a bg meter reading. After drinking the juice, the patient felt better and felt to sleep. On 09/04/2025, the patient called his doctor and informed them what happened. The patient was prescribed metformin 500 mg twice/day (routine daily medication). At the time of follow-up, the patient was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B3 date of event - correction. B5 describe event or problem - correction to replace the b5 statement in the initial MDR h2 correction/additional information. H6 health effect - clinical code - additional - e0207 delirium. H6 health effect - clinical code - correction.